Event description:
Alarm triggered for helium loss. Blood seen in the tubing and the balloon was ruptured.iabp stopped and removed by physician.manufacturer rep immediately came to ICU to assess the patient and the device. They gathered all of the information they require for their investigation. They spoke to the director of critical care and briefly examined the device and stated that a box would be sent for return of the item so that they may fully examine the device.